Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3 was repeatedly failing. A field service engineer (fse) worked with field service representative remotely. Then field service representative shut down the station and removed the back panel, replaced the drawer slide, reinstalled the drawer, locked the back panel, and powered the station back on. The system functioned as intended after field service engineer assisted to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed repeatedly. Pharmacy and nursing staff were able to recover it multiple times; however, the issue continued to recur. Although the release mechanism clicked, the drawer did not extend on its own and required manual assistance from the user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.